Manufacturer narrative:
No malfunction of motorized wheelchair suspected. The end user reported operating the motorized wheelchair in reverse on a grassy/uneven surface. The owner's manual warns, "to reduce the chance of serious injury or death from tip-over, collision with obstacles and other people, loss of control, or falling from the power wheelchair, drive in proper environments: avoid uneven or unstable surface such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass".

Event description:
End user alleges while operating the motorized wheelchair in reverse on an uneven and grassy surface the unit fell over. Allegedly, as a result of the incident the end user was hospitalized.